Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose (bg) level was "high". Customer addressed bg level by administering a manual injection. Reportedly, the customer changed the infusion set to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.